Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: scorpio nrg cr femoral component right #9; cat# 80-4409r; lot# mjp303. Series 7000 standard tibia; cat# 7115-0009; lot# mkepkp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
Revision surgery knee prosthesis due to excessive pain and limited range of motion.

Manufacturer narrative:
Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The investigation concluded the flexion is between the unsurfaced patella and the femoral component. Although revision surgeon noted malposition, the CT scan could not confirm this finding. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery knee prosthesis due to excessive pain and limited range of motion.